Event description:
During a routine preventative maintenance inspection of the customers device, physio-control observed that the unit would not power on (no ac or dc power). There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported failure was an electrically open land between two capacitors, designators c25 and c4.